Event description:
It was reported that when using the bd pyxis¿ medstation¿ es meflmspx12 system displayed time was off by two hours. The customer powered the unit off and back on, but the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was off by 2 hours. A technical support specialist logged into station and corrected the time on the device to match the current time zone and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.